Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient's mother that the patient underwent an eyebrow laceration repair on an unknown date and topical adhesive was used. After 17 days, the patient experienced a wound dehiscence. The physician removed the adhesive and half of the wound was closed but the edge had a small hole. Additional information has been requested.